Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. Mfg records and raw material records were reviewed and no discrepancies were noted that would be associated with this issue.

Event description:
A pt, implanted with 2-level prodisc-l was returned to the or for revision due to the l5 vertebra body slipping over s1. Pt had bilateral fractures in the l5 pedicles. This report is #3 of 3 on the same event.